Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: contamination was observed under the button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was removed and contamination was observed under the button contacts. The contrast button was found to be unresponsive, all other buttons were responding properly during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.